Event description:
The reporter states that the lancet appears used and the blue part is sticking halfway out and will not go back in. The reporter also states that it appears as if the lancet is coming out of the lancet device. No action taken or treatment given based on the lancet device issue. New lancet device with lancets sent and return requested.